Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of eight samples were submitted to the manufacturer for evaluation. All representative samples underwent visual inspection, during which no defects or abnormalities were identified. The samples were subsequently subjected to luer taper testing, and three of these samples did not meet the required performance criteria. The samples underwent leak testing. During the evaluation, bubbles formed at the red patient connector but did not break, indicating that no leakage was present. The reported defect was not confirmed during the evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 6. My clinic has been experiencing an issue with our bloodlines, specifically those with the lot number a2500219. Once we initiated treatment, a high number of air bubbles appear in the lines triggering an air detected alarm on the machine.